Event description:
Rptr recently reported a complication of a bird's nest filter on the basis of the surgeons findings: a perforated vena cava and a perforated aorta, however it seems that there was more to the case than met the surgeon's eye, or he missed the major finding: a mycotic aneurysm of the abdominal aorta, in the area of the filter, which had been ruptured by the general surgeon who removed the gall-bladder (which was normal) laparoscopically and may have ruptured the aneurysm. Rptr thinks, therfore that this case is not a complication of the filter. There is very complicated litigation in this case, but rptr thinks the bird's nest filter can be exonerated.